Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had withdrawal symptoms on (B)(6) 2011 and was hospitalized. It was believed that the catheter line was broken because of a fall. Pt's status was undetermined. Several attempts for additional information were made without success.